Event description:
Technician reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio during the priming stage. Due to the proportioning change, a high conductivity alarm occurred. There was not a patient on the device at the time of the incident.